Manufacturer narrative:
The device was returned in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 30.2 cm distal from the strain relief. The break appeared to be kinked at the point of separation. No further damage was found along the length of the hypotube. Visual and microscopic examination of the crimped stent revealed stent damage. The damage was found on the eighth row from the distal end, some of the struts were raised. Further damage was also found on the fourteenth row from the distal end. Some of the struts appeared to be slightly misaligned and raised. The balloon was visually and microscopically examined and no defects were observed. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The manufacturing records have been reviewed and no issues or discrepancies were found. The root cause for this event is unknown.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft breakage occurred. The 80% stenosed lesion was located in the moderatly tortuous and mildly calcified left circumflex (lcx). The physician attempted to advance a taxus liberte' 3.50x32mm drug eluting stent and the shaft broke. The stent delivery system was removed without incident. There were no patient complications were reported and status post procedure is good.